Manufacturer narrative:
Philips has investigated this complaint. Philips attempted to schedule having a field service engineer (fse) inspect the system onsite, but the customer never gave approval for onsite evaluation; no device inspection was performed by philips. The same issue, ¿the unit will not boot up completely", recurred on (B)(6) 2023 and was reported on in MFR. Report number 3003768277-2023-07026 ((B)(4)). No further information has been received regarding the event reported on (B)(6) 2023. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up completely. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.